Manufacturer narrative:
Below information not included in initial submission. The faulty power supply would not charge the battery. The battery was attempted to be charged by a test power supply, but it still would not charge. It has been determined that, due to the power supply failure, the battery charge had depleted to the point that the battery could no longer be recharged. The v60 device was tested with a test power supply, and it worked properly. Due to the power supply failure, the bse determined that the device power supply and battery required replacement. A quote for service and the replacement part was provided to the customer and accepted. This investigation remains ongoing.

Manufacturer narrative:
E: (B)(6). Reporter phone : (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device power was not working. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. A bench service engineer (bse) evaluated the device at a philips bench service center and observed that the device did not turn on with battery or alternating current (ac) power. Additionally, the battery charge and power on/off light emitting diodes (leds) remained unlit. The device was tested with a test power supply, and it worked properly. It was determined by the bse that the device power supply required replacement. A quote for service and the replacement part was provided to the customer and accepted. This investigation is ongoing.

Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the device power was not working. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. A bench service engineer (bse) evaluated the device at a philips bench service center and observed that the device did not turn on with battery or alternating current (ac) power. Additionally, the battery charge and power on/off light emitting diodes (leds) remained unlit. The faulty power supply would not charge the battery. The battery was attempted to be charged by a test power supply, but it still would not charge. It has been determined that, due to the power supply failure, the battery charge had depleted to the point that the battery could no longer be recharged. The v60 device was tested with a test power supply, and it worked properly. Due to the power supply failure, the bse determined that the device power supply and battery required replacement. A quote for service and the replacement part was provided to the customer and accepted. On 18dec2024 the bse replaced the power supply and battery to resolve the issue caused by the failure of the power supply. Following the completion of the part replacement, the bse conducted a performance verification test (pvt) on the device, which was passed. The bse restored the device's factory settings, and the device was confirmed to be ready for a return to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.